Manufacturer narrative:
Device error 63 alarm (variableinfo=3) confirmed in the device history due to broken trace. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump received hardware low level failure error. Customer also experienced low blood glucose level of 58 mg/dl and generally it was lower than 54 mg/dl. The customer experienced symptoms such as shaking, sweating, mental confusion, inability to follow simple commands. The insulin pump was tested ok in displacement verification test and during self test they got error. The insulin pump will be returned for analysis.